Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6(patient code).

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with battery doorknob chipped off and traces of fluid ingression on chassis bottom. Event history log review was performed and found evidence of reported problem. Visual inspection, and functional testing were performed, and pump failed testing. The customer's reported issue was confirmed. According to the investigation, a cassette not attached properly error alarm emerged during functional testing and further investigation found mu nonreactive on the pump downstream occlusion sensor. The pump defective dso sensor-nonreactive caused the reported issue. Therefore, investigator replaced the pump defective dso sensor. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited ?constant cassette not attached alarm with a cassette attached". No adverse effects reported.